Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that a consumer developed ulcer in one eye after wearing contact lenses. The consumer visited an optician, who told the condition as eye ulcer and noted that the consumer was unable to remove the contact lenses. The optician recommended that the consumer see an ophthalmologist. The consumer was not on any medication, consistently used the same type of contact lenses, and was using unspecified eye drops for an unknown condition. The contact lenses have since been discontinued. The current status of the consumer¿s eyes unknown at the time of this report. Additional information has been requested but not yet received.